Event description:
It was reported the electrical cord emitted sparks. Visual inspection of the unit revealed that a large area of the insulation on the cord had been stripped away by some sharp object, exposing bare copper wire. We determined that this report was attributable to misuse on the part of the consumer.